Event description:
The customer reported that while resecting a tumor on the pt's abdomen, the device jaws could not be re-opened while on tissue. The surgeon resected the tissue adjacent to the device jaws in order to remove it. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.